Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Tandem technical support directed the customer change pump supplies when they are able. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.